Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a solicited report by a physician from (B)(6) of sterile peritonitis coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex. On (B)(6) 2011, the patient began treatment with extraneal viaflex ip for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced sterile peritonitis manifested by abdominal pain. On the same day, the patient began remedial therapy with kefzol (250mg, frequency not reported, ip). On an unreported date, extraneal viaflex was withdrawn and the patient specifically improved with the discontinuation of the product. On (B)(6) 2011, remedial therapy with kefzol ended. On (B)(6) 2011, the patient recovered from the sterile peritonitis. On an unreported date, extraneal viaflex was reintroduced. The physician stated that the event of sterile peritonitis was related to the extraneal viaflex therapy.